Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient needed their stimulation adjusted. When they were first implanted they were set at 2.7ma and it caused them to have lower back pain. They went and lowered it down to 1.2ma, and they haven't had any more problems. The problem was the stimulation made their toes curl. It was doing it to 3-4 of their little toes. The patient felt like they needed to go higher on the amplitude but they couldn't because there toes would curl more. The toe curling was very agitating. 2-3 weeks after they implanted the device their lower back went bad. They couldn't walk and they went to the chiropractor. When they went home from the chiropractor they lowered to stimulation to 1.0 and then increased it to 1.2. The patient's handset was dead on the call. They were going to charge the handset and then call back to get assistance to change programs.